Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two prostyle devices were successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Reportedly post procedure, both sutures separated upon knot advancement. Two additional prostyle devices were attempted, however the same occurred. The fifth and sixth prostyle devices were successfully used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. 5 sterile devices were received which were visually and functionally tested with no anomalies identified. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch numbers.